Event description:
Serious injury: posterior capsule tear. Malfunction: prime/tune issues, vitrectomy pump not working, vitrectomy probe difficult to connect to system. The nurse reported prime/tune issues, the vitrectomy pump was not pumping, and it was difficult to connect the vitrectomy probe to the system. Additional info received from the nurse stated a posterior capsule tear occurred. The nurse stated, the posterior capsule tear was not caused by any alcon product. The vitrectomy probe was difficult to connect to the system. The nurse was able to push the probe onto the system. The surgeon performed an anterior vitrectomy.

Manufacturer narrative:
The company technical support specialist (tss) was called by the nurse to assist with troubleshooting. The tss advised the nurse to go through the vitrectomy set up. The nurse had to re-prime the system to get the vitrectomy pump working. The tss advised the nurse, the company service rep will call her to review if the system needs to be checked. The company service rep reviewed the event with the nurse and concluded the event was due to a set up error. The vitrectomy probe was working. The customer did not request service. No samples were sent for evaluation. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. (B) (4). (B) (4). (B) (4).